Event description:
The rptr indicated that according to the electrocardiogram strips, longer than expected refractory periods were observed in both the atrial and ventricular channels. No noise annotations were seen. The pt has a mechanical valve. The atrial sensitivity was programmed 0.6mv. The extended refractories were eliminated when the atrial sensitivity was reprogrammed.